Manufacturer narrative:
The main component of the system and other applicable components are: concomitant medical products: product type: catheter, product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016. Product type: catheter, product ID: 8596, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016. Product type: catheter. (B)(4) applies to catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving clonidine (concentration 180 mcg/ml, dose 71.94 mcg/day), compounded baclofen (concentration and dilaudid (concentration 15 mg/ml, dose 5.995 mg/day) via an implantable pump for non malignant pain and chronic low back pain. On this report date, patient came in for a refill and an active motor stall was seen at initial interrogation, the pump stalled at 13:38 and was interrogated at 14:02. The print report indicates that a pump refill was performed at 14:02 the patient did not recently have a magnetic resonance imaging (MRI). Re-interrogation was performed but no recovery was noted. The pump was replaced on the following day. There were no symptoms reported. During the pump replacement as a result of a motor stall, when they opened the pocket the pump segment seemed to be possibly compromised and it did not appear to be connected properly so the doctor chose to replace the pump segment. He cut 7 cm and added 7 cm. A drop of drug was seen coming from the catheter once the 7 cms had been cut. Additional information received from the managing doctor via the manufacturing representative indicated that the patient showed signs of withdrawal. The pump reservoir volume was not consistent with physician programmer interrogation report. The logs indicated that the motor stall took place. A pump rotor and dye study was performed prior to replacement on jul 22. The catheter connection was loose. The cause or problem with the pump connection was not determined.

Event description:
The device was delivering compounded baclofen (concentration 275 mcg/ml, dose 109.91 mcg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.